Event description:
During prep with the indeflator, a leak was noted in the balloon inflation port. The report indicated that no anomalies were noted on this product. The product was not utilized for the case. The procedure was completed with a boston scientific balloon, and there was no pt injury reported with the event.